Event description:
It was reported that during reprocessing that the hook on the permanent cautery hook instrument was broken. There were no missing pieces or fallen pieces reported.

Manufacturer narrative:
The instrument was returned and evaluated. The instrument was found with one side of the distal clevis broken off at the distal end and a missing conductor wire cap. The cables were not damaged but the damage found at distal end could be linked to the broken distal clevis and the missing conductor wire cap. Damage was likely due to excessive side loading at the distal tip or other type of mishandling. Additionally there was discoloration at distal end, main tube, and housing. All three components of instruments look faded. The discoloration is likely due to improper cleaning. Electrical continuity test passed. No other damage was found. The instruments and accessories user manual specifically states: general precautions and warnings o handle instruments with care. Avoid mechanical shock or stress that can cause damage to the instruments. O do not use an instrument to clean debris from another instrument intraoperatively. This may result in damage to the instruments or other unintended consequences, such as disconnection of the instrument tip. This report does not admit that the report or information submitted under this report constitutes an admission that the device, intuitive surgical or intuitive surgical employees, caused or contributed to the reportable event. The customer reported complaint does not itself constitute a MDR reportable event; however; the reported malfunction if to recur could cause or contribute to an adverse event.